Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the MRI tech stated the patient is unable to connect to their 3058 ins to put the device into MRI mode. The patient said they never have this issue and they connect fine at home. Technical services suspects emi interference at the MRI facility. No symptoms or patient complications were reported.